Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced a defective pcb (printed circuit board) on the beckman coulter au5800 clinical chemistry analyser. Replacement of the part resolved the issue. (B)(4).

Event description:
On the (B)(6)2017 the customer reported to beckman coulter the generation of erroneous creatinine, alt (alanine aminotransferase), crp (c-reactive protein), iron and rf (rheumatoid factor) results on an au5800 clinical chemistry analyser. The results were generated on the (B)(6)2017 respectively. Please refer to MDR 9612296-2017-00039 for the (B)(6)2017 event. Sixty-nine (69) patients were reported and repeated on an unknown analyser. The results were released from the laboratory however details of change to patient management is unknown at this juncture.

Manufacturer narrative:
(B)(4)

Event description:
On the 13-sep-2017 the customer reported 3 (three) patients had a change in treatment due to events that occurred on (B)(6) 2017 with mdrs 9612296-2017-00038 & 9612296-2017-00039 respectively. The customer did not provide information on the concentration value of the creatinine result. It is unknown what date the creatinine result was generated on. No patient demographics were provided. Patient number 1(one) received 2(two) litres of IV (intravenous) fluid as a consequence of the erroneous creatinine result. The patient was admitted to the hospital .there was no report of harm to the patient from the unnecessary IV solution administered or admission to the hospital. Refer to MDR 9612296-2017-00039 follow-up 1 & MDR 9612296-2017-00049 for the other 2 (two) patients.